Manufacturer narrative:
A1-a5 patient information was not provided. H11. Livanova deutschland manufactures the essenz console plus, the event occurred in united states. Through follow up communication it was learned that the event last about 3 minutes. Last case was selected after the cockpit recovered. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova deutschland received a report that essenz hlm cockpit automatically rebooted during procedure. Reportedly the hlm system remained controllable using the backup control unit. There was no patient injury.